Event description:
It was reported that telemetry was not possible during a follow-up. The error message error in pacemaker software was displayed. The pulse generator was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that multiple bits were flipped, causing high current drain and rapid battery depletion at the end of the implant duration. The pulse generator as received was in backup vvi mode. When the device was connected to an external power supply and the product code was downloaded, normal function ensued. The reason for the multiple bits flipped could not be determined.